Event description:
The user facility reports two events where the tracheostomy tube holder allegedly broke while in use with a cuffed tracheostomy tube. There were no patient complications and no action beyond replacing the tube holder was required.